Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination of right ventricular (rv) lead, it was noted that there was oversensing on the lead which led to inhibition of pacing. The physician explanted and replaced the lead on (B)(6) 2021. The patient was in stable condition.